Event description:
Reportedly, this valve was explanted after unknown duration due to severe aortic regurgitation. No further information was made available.

Manufacturer narrative:
Device not returned.